Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the green disconnect cap was attached to the patient connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line cap of an amia pd cycler set "pop off" when removed from the pouch. There was no report of patient injury or medical intervention associated with this event. No additional information is available.